Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time regarding the clinical observation. The analysis will be continued as soon as new information becomes available.

Event description:
Ous MDR - a lead revision was performed successfully one day after implantation. The hospitalization was prolonged. Additional information was requested of (B)(6) for a reason for the revision. Per (B)(6), this lead dislodged.